Manufacturer narrative:
B5 - lens was exchanged. Reportedly, ""vault is ~400 microns ou, vision 20/15, iop wnl ou. She's doing great." Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). Reportedly, excessive vaulting and narrow angles were observed.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).